Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of pitocin (oxytocin 30 units/500ml) to a pregnant patient. The infusion was set to infuse at a rate of 2ml/hour with a total volume to be infused of 20ml. However, 250ml infused over 3 minutes. The event occurred at 0841. Following the event, the patient received a bolus of lactated ringers, undertook positional changes and the infusion of oxytocin was halted. The fetal heart rate decreased, but the patient "delivered healthy baby".

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of pitocin (oxytocin 30 units/500ml) to a pregnant patient. The infusion was set to infuse at a rate of 2ml/hour with a total volume to be infused of 20ml. However, 250ml infused over 3 minutes. The event occurred at 0841. Following the event, the patient received a bolus of lactated ringers, undertook positional changes and the infusion of oxytocin was halted. The fetal heart rate decreased, but the patient "delivered healthy baby".